Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the pulse generator was in back-up vvi operation. The cause of this anomaly could not be determined. After downloading the product code, normal function resumed.

Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box.